Event description:
The abbott alinity m hr-hpv assay made by abbott's molecular diagnostics division has a problem which leads to false negative result. Result of false negative may lead to missed hpv diagnosis which can develop into cervical cancer. Use of the instrument over time is causing metal to leach from the lysis pump of the alinity m instrument into the lysis solution. This is interfering with the assay performance causing delayed signals of the internal control and hpv target. Delay in the signal leads may lead to positive sample reported as negative for human papilloma virus. Customers in the european union have reported complaints to abbott about the issue, which they have denied but continued to investigate internally. Internal investigation determined metal leaching from the pump is causing the issue. Abbott was first informed of the issue from EU customers in 2022. Abbott decided to launch the alinity m hr-hpv in the united states with this known issue.